Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia. Customer blood glucose level was 26 mmol/l at time of incident. Customer was treated with manual injection. Customer reported that compromised force sensor system was occurred and pump error alarm was also present in the history. The insulin pump will not be returned for analysis.